Manufacturer narrative:
Additional information was added to b5, d10, h3, h4 and h6. B5: during follow up, it was clarified that the clamps of seventeen (17) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were difficult to close. H4: the lot was manufactured from may 27, 2020 ¿ may 28, 2020. H10: seventeen (17) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Further evaluation was performed which observed that all of the clamps were difficult to close. The reported condition was verified. The cause of the condition is manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamps of six (6) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were difficult to close. These issues were identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.